Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The ambassador was performing preventive maintenance on the cell-dyn sapphire. A valve came loose and splashed hemoglobin reagents in his eyes. He was wearing protective glasses, but the splash still reached his eyes. The ambassadors eye was treated with saline, artificial tears and antibiotic drops. No further details were available.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. Valve v135 came loose and hgb reagent sprayed into field service representatives (fsr) eyes. Fsr was wearing protective eyeglasses. The instrument was off during the preventive maintenance (pm) but when the instrument turned on, the valve leaked, and reagent splashed into fsr eyes. During the pm after cleaning the valve 135, field service may not have engaged the head properly, and when pressure was applied to the pinch valve, it pushed the valve body, which pulled up the tubing from one of the fittings and caused the hgb reagent splash into his eyes. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to adequately provide instructions for cleaning the closed pinch valve. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.